Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively to a cryo ablation procedure, the patient was bleeding from their noise and stomach. It was noted that a tamponade occurred. The patient was taken to the intensive care unit (ICU) for monitoring. Gastroscopy was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information indicated that a "tamponade" did not occur, rather, it was used as a form of intervention to control the bleeding.